Manufacturer narrative:
The nurse reported that a red alarm was visible however no audio as heard during ventricular tachycardia. This was reported to philips in (B)(6) 2019, several months after the event occurred. The customer has provided no further information, the date of the occurrence is not known. The resolution of the event is unknown. No further information is available. This will be considered a product malfunction with serious injury as there is no information to state otherwise. The customer did not request any onsite evaluation from philips for this issue.

Event description:
The nurse reported that a red alarm was visible however no audio as heard during ventricular tachycardia. This was reported to philips in (B)(6) 2019, several months after the event occurred. The customer has provided no further information, the date of the occurrence is not known. The patient had a cardiac arrest event.